Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.5, lab: 2.3, mean: 1.9, confidence limits: 1.3 - 2.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported patient thyroid condition. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." User also reported performing finger-stick prior to sample indicator activation. Either or both of these issues could have been a contributing cause to the result disparity. In-house retain testing has been performed on reported lot #241836 on (B)(6) 2011. Results as follows: inratio: 2.4, inratio: 2.7, inratio: 2.8, reference: 2.82, bias threshold: 1.82 - 3.82. Inratio: 2.9, inratio: 3.0, inratio: 2.7, reference: 2.56, bias threshold: 1.56 - 3.56. (B)(4). Action threshold (B)(4) has reached. Since strip lot released, 6 in-house therapeutic sample tests were performed for retain and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 2.3. Patient's therapeutic range: 2-3. Patient is pricking finger prior to turning meter on.